Event description:
A caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller in completing the reset. The caller planned to attempt the reset independently and understood to call back if the malfunction persisted or further assistance was needed. There was no additional information regarding the outcome.